Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that t2 was released in the joint. Only two sutures were placed. There was a maximum of a fifteen minute delay and t1 was removed. The doctors pulled very hard on the suture and all buttons came out.